Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 24 and 36 hours. In addition the patients pod was leaking and the patient experienced irritation at the pod infusion site, (leg). Symptoms reported include hyperglycemia, vomiting, frequent urination and nausea. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids and an insulin drip as well as medication for nausea and vomiting. The patient has been in the hospital and is currently still in the hospital at the time of this call. The pod will not be returned as it has been discarded.

Manufacturer narrative:
The returned device was evaluated and after the investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause skin condition irritation. The exact cause of the reported event could not be determined.